Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "No patient involvement [name removed] says that while testing the vent it is giving a vte reading of 350 ml with a set of 500 ml. They replaced the sensor with no change. They would like a field service call per contract."

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the device and was able to verify/reproduce the reported event. The carefusion field service technician determined that the cause of the issue was that the device's flow pressure transducer was out of calibration. The carefusion field service technician calibrated the flow pressure transducer and ran the device through a complete checkout per the service manual. Upon completion, the device was returned to the user facility's control ready to be placed back into service.